Event description:
Boston scientific received information that the right ventricular (rv) lead had fractured. The physician noted that the lead was to be explanted later that day. Boston scientific has not received paperwork or additional calls that would indicate the rv lead has been taken out of service. No adverse patient effects were reported and the investigation is complete at this time.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.